Event description:
Reported via journal article. It was reported that graft occlusion occurred. An 8mm wallgraft was implanted in an arteriovenous fistula for treatment of an iatrogenic injury. Nine months post procedure, arm claudication developed due to graft occlusion. The patient underwent carotid artery to axillary artery bypass grafting.

Manufacturer narrative:
Journal article: xenos es, freeman m, stevens s, cassada d, pacanowski j, goldman m. Covered stents for injuries of subclavian and axillary arteries. Journal of vascular surgery 2003;38(september (3)):451¿4. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).